Event description:
A report was received that the patient was experiencing frequent charging of the ipg. A bsn engineer analyzed the ipg's database and discovered the device was prematurely depleting. The patient will have the ipg replaced.

Event description:
A report was received that the patient was experiencing frequent charging of the ipg. A bsn engineer analyzed the ipg's database and discovered the device was prematurely depleting. The patient will have the ipg replaced.

Manufacturer narrative:
The explanted ipg passed visual and photographic imaging done. The complaint of premature battery depletion was confirmed, battery profile reveals an abnormal depletion rate which occurred prior to the patients ipg explant date of (B)(6) 2011. The battery depletion rate was beyond the expected range. The device was externally powered and the sleep current measured, which is above the expected range. It was determined that the analog ic had an internal short(s) resulting in excessive current drain of the battery.